Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide device were achieved in the right common femoral artery via 5fr sheath using the preclose technique prior to a minimally invasive aortic valve repair procedure. The sheath was upsized to 17fr and the aortic valve repair procedure was completed. Reportedly, after completion of the procedure when tightening the sutures of the proglide devices with the knot pusher, the sutures broke. A cut down procedure was performed to close the artery and suture the artery closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.